Manufacturer narrative:
The ICD and the lead were returned and thoroughly analyzed. The lead was only available in fragments in form of a df-1 connector fragment of about 2.5 cm length and an is-1 connector exit of about 2 cm length.the returned ICD first underwent a status interrogation. The device status was mol2, and 38 charge processes had been registered. The memory content of the ICD was checked. In agreement with the clinical observation, the check of the available iegms showed interference signals in the ventricular and in the far-field channel. In addition, the analysis of the archive date showed a documented ventricular pacing impedance of less than 200 ohm on (B)(6) 2015. This is consistent with the reported insulation damages at the rv df-1 and is-1 connector. Next step, the signal sensing of the ICD was tested, which proved to be free of noise. The ICD sensed supplied signals free of interference.the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable.the inspection of the available connector fragments of the lead showed damage at the insulation on both connector exits, which had been noted in the clinical complaint. Signs of abrasion could be seen on both fragments. The df-1 connector exit also showed a kink. The position and characteristics of the damage lead to the assumption of significant mechanical stress on the connector exits in the implanted state. It cannot be ruled out that narrow bending radii of the connector exits at the ICD housing have contributed to this damage manifestation over the long implantation time of the lead. The available x-ray images of the pocket area also point in this direction. Because most of the lead body was missing, a final analysis is, however, not possible. In summary, no indications of a material defect or manufacturing error were found during the analysis of the ICD and the lead connector fragments.

Event description:
Ous MDR - after an implantation time of about 108 months, oversensing was reported in the rv channel. A suspected insulation defect at the rv-df1 connector and at the is-1 connector was observed during the revision. The lead and the ICD were sent to biotronik for analysis. No deterioration of the patient's state of health was reported.